Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead is protruding from the site and this may have given patient "trouble". Patient's system may be explanted.

Event description:
It was reported that surgery took place during which system was explanted.